Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting prematurely in a manner consistent with hydrogen induced degradation of the power supply capacitors. Device replacement was recommended. This pacemaker was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.